Event description:
It has been reported that the inner aseptic packaging was found to be opened on the corner before the surgery. No known adverse event was reported. There was no patient involvement.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5, d4, d10, e1, g4, h2, h3, h6, h10. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 40x1, reference (B)(4), batch a745ca0213 were manufactured on 17th april 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No similar complaint was recorded on the batch a745ca0213 for refobacin bone cement r 40x1 product, within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the inner aseptic packaging was found to be opened on the corner before the surgery.